Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements on the right ventricular (rv) lead, measuring less than 20 ohms. Boston scientific technical services (ts) discusses troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.